Event description:
The customer reported the system exhibited an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated and the calibrated to the optimal operating voltage. The coin pcb battery was replaced and the loose connection in the ac plug assembly was tightened. The system was tested and found to be working as intended and returned to service.